Event description:
A call to technical services on (B)(6) 2011 states that a sales rep was having trouble interrogating the device. Once correct programmer was located, device was able to be interrogated. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).